Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the perfusionist that the staff had observed power disconnect alarms when the patient was tethered to the system monitor. The team manipulated the black power lead of the system controller and saw alarms twice and the green lights on the system controller were lit and stayed lit. The team immediately noticed a pump stop on the system monitor, so a system controller swap was initiated which returned the pump to normal function.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.